Event description:
A malfunction was reported on the pump by the customer, who is not canadian. It is unknown if there was any adverse impact on the customer's blood glucose level, as the customer declined to answer. Tandem technical support arranged for a replacement pump to be sent, and the customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was also informed of the necessary steps to take upon receiving the replacement pump and instructed to return the malfunctioning pump to tandem using the provided return box and label.